Manufacturer narrative:
This supplemental report is being submitted to provide the original equipment manufacture¿s device evaluation results. The user facility returned the electrode and cable to olympus for evaluation. The OEM performed an evaluation of the reported model 784515 pk front loading electrode and lot number. A visual inspection was performed on the returned device and found portions of the insulation melted and black char marks to the electrode shaft and cable. No further investigation was performed as the initial inspection shows similar diagnosis to previous "internal activation" complaints. A review of the DHR was performed and found no anomalies during the manufacturing of the referenced model and lot number. The OEM determined that the root cause of the reported event is attributed to saline entering into the electrode during use which resulted in an internal electrical short at the proximal end.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The exact cause of the cause of the reported event cannot be determined at this time.

Event description:
Olympus was informed that during a therapeutic transurethral resection of the prostate (turp) procedure, the patient¿s legs jumped as the electrode sparked and exhibited a puff of smoke. It was reported that the bipolar generator shut down at same time. The generator was restarted and new hand piece was obtained to complete the case. There was no bleeding reported. There was no patient or surgeon injury reported. Additionally, the user facility reported that the generator was inspected post procedure and no anomalies were found. This is report 1 of 2.